Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that the customer experienced low blood glucose. Customer¿s blood glucose level were in the range of 50 mg/dl and other relevant blood glucose level was 343 mg/dl. Customer stated that the insulin pump received insulin flow blocked alert. Customer also experienced high blood glucose level. Customer declined for troubleshooting of high as well as low blood glucose level. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will not be returned for analysis.